Event description:
It was reported that this lead was an attempted implant. During the procedure, on the second positioning attempt, while placing the lead for left bundle branch area pacing, the helix became entangled in heart tissue. The helix locking tool was removed and the physician continued applying traction to the lead which caused the helix to straighten and detach from the lead, staying in the septum. No attempt was made to retrieve the helix. The procedure was successfully completed with a new lead and no adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix tip was fractured. The distal portion of the helix was not returned. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and measurements were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lead lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position and reposition the lead caused the helix to break.